Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had a cracked reservoir tube lip.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 480mg/dl. The caller mentioned that the cannula was bent, but the insulin pump did not alarm. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. The customer mentioned that his blood glucose was good while he was on an insulin drip, but his glucose level went up when they placed back on the insulin pump. No further information was provided.